Manufacturer narrative:
The following other devices were added in this report: c-taper cocr lfit head 40mm/+7.5; cat# 06-4075; lot# mk1mhe. 6.5 cancellous bone screw 20mm; cat# 2030-6520-1; lot# mhpm79. 6.5 cancellous bone screw 25mm; cat# 2030-6525-1; lot# mhdky0. It cannot be determined which, if any of these devices may have caused or contributed to the patient's pain. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported that patient presented to office with groin pain and some thigh pain. Implants were determined to be well fixed, so surgeon did a iliopsoas release, and replaced liner and head. Nothing was loose or broken. Left side.

Manufacturer narrative:
The following other devices that were not initially reported were added in this report: primary tritanium hemi cluster hole cup 60mm; cat # 502-03-60f; lot # mhn47m. Secur-fit max 132 hip stem #8; cat # 6051-0830s; lot # ve0mne. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. A complaint history review was not performed as no device specific failure modes were identified. Pain can occur post-operatively for a number of reasons and is a symptom rather than the cause of the issue the patient is experiencing. Visual, dimensional and functional analysis could not be performed as the device was not returned. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that patient presented to office with groin pain and some thigh pain. Implants were determined to be well fixed, so surgeon did a iliopsoas release, and replaced liner and head. Nothing was loose or broken. Left side.